Event description:
Provider states foot plate broke.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Provider states foot plate broke. The malfunction has not been confirmed.